Event description:
A malfunction was reported, identified by a code, and reset information was provided by support. There was no adverse impact to the customer¿s blood glucose level. Despite resetting attempts, the malfunction recurred, leading to a decision by support to replace the pump. The customer was instructed on using an alternate therapy and how to return the pump.